Event description:
It was reported that after completion of a da vinci-assisted nephrectomy procedure, the patient required a re-operation to complete a renal mass excision. During the initial da vinci-assisted nephrectomy procedure, a technical issue occurred where image flickering was observed when using a bk ultrasound machine (a 3rd party manufacturer product). Per a nurse from the site, the technical issue was determined to have been due to an unsecured connection between a "m/m dvi cable" attached to the da vinci surgeon console and a "m/f dvi pigtail cable" secured to the bk ultrasound machine. The unsecure connection was resolved by tightening the loose thumbscrews. The nurse indicated that the surgical staff was educated to ensure secure connection between the cables. The initial procedure was completed without converting to another system and with no patient harm or injury reported. However, upon reviewing unspecified procedural images afterwards, the surgeon observed that the mass for which the nephrectomy procedure was performed had not been fully removed. The patient underwent a subsequent da vinci-assisted nephrectomy procedure two days later to complete the mass excision. The second procedure was completed as planned with no patient harm or injury reported.

Manufacturer narrative:
Based on the current information provided, the cause of the reported event in regards to the mass not being fully removed during the initial da vinci-assisted partial nephrectomy procedure cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted partial nephrectomy procedure, the patient required re-operation 2 days later to complete a renal mass excision. Based on a review of unspecified procedural images after undergoing the initial robotic procedure, the surgeon identified that the mass had not been fully removed. Therefore, the patient underwent a subsequent da vinci-assisted surgical procedure to complete the excision of the renal mass.